Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence suggesting that the device was defective, but rather a procedure and user technique related event. Per the instructions for use: difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00428, 2029214-2017-00429, 2029214-2017-00430, 2029214-2017-00431, 2029214-2017-00432, 2029214-2017-00433. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: brain arteriovenous malformation treatment using a combination of onyx and a new detachable tip microcatheter, sonic: short-term results. Maimon s1, strauss I, frolov v, margalit n, ram z. Ajnr am j neuroradiol. 2010 may;31(5):947-54. Doi: 10.3174/ajnr.a1959. Epub 2010 feb 25. Medtronic received report that a patient with avm s-m grade 3 located in the right frontoparietal. Upon retrieval of the catheter the feeding artery ruptured causing an intracerebral hemorrhage occurred. The patient immediately deteriorated. The patient remained severely disabled with hemiparesis. There was remnant at the end of the procedure planned for a second session. The bleed was from the single feeder that was used for onyx injection. The patient remained severely disabled with hemiparesis.